Event description:
In 2001, the user facility's general and vascular surgeon informed the manufacturer's sales representative of the following: patient was scheduled for device removal. Upon removing the device, only 6 to 7 cm of device catheter was present. Device catheter was tapered suggesting a chronic compression. A radiologist at another facility extracted the device catheter through a groin puncture site. This portion of the device catheter is not available. The device will be returned to the manufacturer with operative and removal notes.